Manufacturer narrative:
Patient identifier not available from the site. A software analysis was initiated. The software evaluation found that the issue was due to frame movement by user. There was no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that site was utilizing a greenberg retractor system to attach the vertek arm holding the cranial reference frame. It was suspected that the site inadvertently moved the frame. The surgeon went to verify accuracy and noted he was no longer accurate. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Initial reporter: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that site was utilizing a greenberg retractor system to attach the vertek arm holding the cranial reference frame. It was suspected that the site inadvertently moved the frame. The surgeon went to verify accuracy and noted he was no longer accurate. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Additional information: patient information provided. Correction: it was reported that there was no delay to the procedure. Site did not re-register and aborted navigation. If information is provided in the future, a supplemental report will be issued.